Event description:
It was reported that the right ventricular lead exhibited noise. The patient is pacemaker dependent, the lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found a suture sleeve tie-down mark on the outer insulation at 17.8 cm from connector pin and the inner insulation was damaged at this same location due to suture sleeve being tied down too tight. Due to the inner insulation's damage, a short between the inner and outer coils occurred resulting in noise.